Event description:
Recently, while servicing the metrex spine sets at several other hospitals in the area, we have noticed an inordinate amount of decker rongeur's that have fractures at the front jaw pivot pins. We usually find 2 to 3 of these instruments with pivot housing fractures. These usually appear as micro fracture lines at the pivot housing with rust & corrosion stains on the borders of the fractures. The cause of these fractures could be as follows: (1) a faulty series of manufactured product. (2) biting or twisting the rongeur causing over mechanical stressing of the pivot pin housing.